Event description:
It was reported that during a tongue suspension procedure the bone screw broke off half in the inserter and the other half in the patient. Four screws were inserted and one broke, the case was completed with another inserter. There was no report of patient impact.

Manufacturer narrative:
(B)(4). No known impact or consequence to patient. The product has not yet been returned to the manufacturer for evaluation. No testing methods performed. No results available since no evaluation performed. Device not returned - no evaluation will be performed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.